Event description:
Info received indicates the bed has no functions and is stuck in the chair position.

Manufacturer narrative:
The tech found the hand pendant was "ripped" into and wiring exposed. This wouldn't allow the bed to boot up properly. The tech removed the pendant to repair the bed and ordered a new pendant for the account. No info regarding how the pendant was damaged.